Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device had minor scratched lcd window.(B)(4).

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device had minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer's blood glucose level was unknown. The customer stated that the insulin pump gives the no delivery alarm and it had scratches on the display. The device will not be returned for the analysis.